Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed, however the customer changed the infusion set and declined to complete the rest of the check. Customers blood glucose was 350mg/dl.